Event description:
It was reported that while preparing this pacemaker systems for an magnetic resonance imaging (MRI) scan, it was noted that the right ventricular (rv) lead recorded high out of range pacing impedances and high pacing thresholds when in bipolar configuration. This lead had previously been programmed to unipolar configuration yielding acceptable values. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that while preparing this pacemaker systems for a magnetic resonance imaging (MRI) scan, it was noted that the right ventricular (rv) lead recorded high out of range pacing impedances and high pacing thresholds when in bipolar configuration. This lead had previously been programmed to unipolar configuration yielding acceptable values. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received, the MRI was not completed. No additional adverse patient effects were reported. This rv lead remains in service.